Event description:
Surgery staff were unable to get the harmonic cable to thread onto the hand piece. It was not used on a patient and was passed off the field before the patient was in the room. Another device was used with no problems. The cable was used with another hand piece without a problem so it appears that the hand piece itself had a defect of some sort. ====================== health professional's impression======================perhaps the threads are stripped on the hand piece.====================== manufacturer response for harmonic curved shears per site reporter======================manufacturer will send return kit for evaluation.